Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the nurse attempted to administer the dose to an individual patient and fluid from the syringe leaked at the connection point between the needle and syringe.